Event description:
It was reported to boston scientific corporation that a dynamic y stent was used during a stent placement procedure on (B)(6) 2011. According to the complainant, the patient's anatomy was particularly difficult, in that the anatomy was very tight just above the vocal chords. The lesion was in the trachea, just above the carina. No dilatation was able to be performed due to the challenging nature of the patient's anatomy. During the procedure, the user had difficulty getting the two bronchial limbs to come together using the freitag forceps. Reportedly, the user did not cut the left bronchial limb of the stent. The stent reached the vocal chords, but was not able to pass through the vocal chords. As the stent was unable to be positioned correctly, the dynamic y was removed and the procedure was successfully completed with a polyflex stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18 reported issue of stent difficulty crossing lesion. Reported issue of stent placement/positioning problem. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.